Event description:
It was reported by the cardiac care unit resource nurse that they have a patient with an intra-aortic balloon (iab) and they have been getting helium loss alarms. This is the same patient that had an intra-aortic balloon (iab) rupture from earlier. The iab had been in for about five hours. The rn noted that blood was leaking around the connection and that the central lumen pressure tubing was loose. The rn tightened the tubing and flushed the central lumen without difficulty. When pumping was initiated they got a purge failure alarm. It was noted that more blood came back into the drive line tubing. The pump was stopped and the iab was removed. The iab was not replaced and the patient was managed medically. There was no reported death or serious injury. There was a report of delay in therapy but no complications to the patient. Patient outcome: stable and managed with medicines.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time. Other remarks: see MDR #1219856-2017-00208 and (B)(4) for related complaint. This complaint has been reopened to investigate the device that has been returned to teleflex for investigation. The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from a sharp object, was found near the proximal end of the bladder membrane which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Although, the root cause of the bladder leak is undetermined, a potential cause of how the catheter came into contact with sharp object is due to the customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time. Other remarks: see MDR #1219856-2017-00208 and tc #1900055083 for related complaint.

Event description:
It was reported by the cardiac care unit resource nurse that they have a patient with an intra-aortic balloon (iab) and they have been getting helium loss alarms. This is the same patient that had an intra-aortic balloon (iab) rupture from earlier. The iab had been in for about five hours. The rn noted that blood was leaking around the connection and that the central lumen pressure tubing was loose. The rn tightened the tubing and flushed the central lumen without difficulty. When pumping was initiated they got a purge failure alarm. It was noted that more blood came back into the drive line tubing. The pump was stopped and the iab was removed. The iab was not replaced and the patient was managed medically. There was no reported death or serious injury. There was a report of delay in therapy but no complications to the patient. Patient outcome: stable and managed with medicines.

Manufacturer narrative:
(B)(4). Other remarks: see MDR #1219856-2017-00208 and tc #(B)(4) for related complaint.

Event description:
It was reported by the cardiac care unit resource nurse that they have a patient with an intra-aortic balloon (iab) and they have been getting helium loss alarms. This is the same patient that had an intra-aortic balloon (iab) rupture from earlier. The iab had been in for about five hours. The rn noted that blood was leaking around the connection and that the central lumen pressure tubing was loose. The rn tightened the tubing and flushed the central lumen without difficulty. When pumping was initiated they got a purge failure alarm. It was noted that more blood came back into the drive line tubing. The pump was stopped and the iab was removed. The iab was not replaced and the patient was managed medically. There was no reported death or serious injury. There was a report of delay in therapy but no complications to the patient. Patient outcome: stable and managed with medicines.